Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a (B)(6) result for one patient tested for (B)(6) on a cobas e 411 immunoassay analyzer (e411). During the patient's medical checkup, the (B)(6) result from the e411 was (B)(6). The result was reported to the physician. On (B)(6) 2017, the sample was sent to a (B)(6) laboratory and tested twice using an elisa method. The results were (B)(6). The numerical results were not provided. There was no allegation that an adverse event occurred. (B)(4). Calibration and quality controls were acceptable. The sample was not available for investigation. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.